Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving gablofen 2000mcg/ml at 932mcg/day via an implanted pump. Indication for use was noted as intractable spasticity and head/brain injury. It was reported that the patient was admitted with an urinary tract infection (uti). The patient also had a possible pump pocket infection. Infectious disease recommended taking the pump out. It was reported that surgical intervention was planned but had not been scheduled. The plan was to remove at the end of the week. The patient had been on antibiotics for a uti when the manufacturer representative was notified. The patient was transferred to another hospital. The patient was started on baclofen and valium. The pump was weaned down and the system was removed on (B)(6) 2016. The cause was not determined. It was noted that the uti had resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.